Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap transfer sets leaks were observed at the light blue part of the twist clamp. The leaks occurred during use of the devices for peritoneal dialysis therapy. The patient was given unspecified antibiotics as prophylaxis treatment and the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.